Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window and stained end cap sticker.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive. Customer's blood glucose was 235 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.